Event description:
Mini c-arm drapes were placed by a surgical tech and ripped when applying it. The rip happened with 3 of the same drapes in the same location. I have lot numbers and the actual item of only 2 of them. Manufacturer response for mini c-arm drape system for oec 6800, mini c-arm drape system for oec 6800 (per site reporter). Sending device back.